Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation in support of this complaint; therefore, the investigation was limited. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: unconfirmed complaint. Without any sample or photos, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® push button blood collection set (23 g x .75 in.) Has been leaking from the needle on two occasions. No serious injury, blood to mucous membrane exposure or medical intervention was reported.